Event description:
It was reported that this inflatable penile prosthesis (ipp) presented with a fluid loss, it was noticed a leak in the tubing above the valve block. The patient was unable to use device. The ipp was explanted and replaced. There were no patient complications reported.